Event description:
It was reported that during a prostate procedure, the end tip broke at the clear plastic section of the fiber. The broken fragment was approximately 1/2 inch in length, and it was removed from the patient's body with a basket device. The fiber was reported to have been used for 40:30 minutes at 297,433. A second fiber was used to complete the case. The patient outcome was reported as good. No further information is available.

Manufacturer narrative:
Analysis revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of glass cap and metal cap are detached and returned. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and signs of slight melting. . Based on device analysis, the potential for forward firing may exist. The probable cause of the failure is operational context. The cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of cause cannot be traced to device was assigned to this investigation.